Event description:
It was reported that increasing capture thresholds and a loss of capture was observed on the right ventricular lead. The patient had experienced a syncopal episode as a result. The lead was explanted and replaced. Insulation damage was observed at explant. The patient was in a good condition following the event.

Manufacturer narrative:
(B)(4).